Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain, nausea, vomiting, diarrhea and cloudy peritoneal effluent fluid. It is well established that pd patients are at high risk for peritoneum infections. The root cause of this patient¿s infection can be attributed to touch contamination during ccpd therapy as reported by a medical professional. Nonadherence to asepsis during pd therapy is the leading source of transmission of peritonitis causing pathogens. This is further evidenced by the presence of a microorganism that is part of the normal flora of human skin and nares. Therefore, the liberty cycler set can be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that a patient is recovering from peritonitis. The catheter was pulled a few weeks ago and central venous catheter (cvc) was put in place. The patient wants to go back to pd, so the pdrn is just waiting for prescriber approval to do so. The patient had symptoms during peritonitis of nausea, vomiting, diarrhea, but these have since resolved with a vancomycin regimen. Upon follow-up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on (B)(6) 2025 with abdominal pain, nausea, vomiting, diarrhea and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures, and a white blood cell (wbc) count obtained and tested in the outpatient clinic presented with staphylococcus aureus in the culture and a wbc count of 612/mm3. The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 1500 mg twice a week for three weeks and ip cefepime at 1000 mg daily for three weeks to address the infection. The patient¿s pd catheter (not a fresenius product) was removed in an outpatient procedure in (B)(6) 2025 (exact date unknown) as the patient was transitioned to in-center hemodialysis (hd) for renal replacement therapy. The patient recovered from this event as she remains asymptomatic upon completion of antibiotics. It was confirmed that the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient will resume ccpd therapy on the same liberty select cycler after her pd catheter is replaced in an outpatient procedure scheduled for (B)(6) 2025.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that a patient is recovering from peritonitis. The catheter was pulled a few weeks ago and central venous catheter (cvc) was put in place. The patient wants to go back to pd, so the pdrn is just waiting for prescriber approval to do so. The patient had symptoms during peritonitis of nausea, vomiting, diarrhea, but these have since resolved with a vancomycin regimen. Upon follow-up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on (B)(6) 2025 with abdominal pain, nausea, vomiting, diarrhea and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures, and a white blood cell (wbc) count obtained and tested in the outpatient clinic presented with staphylococcus aureus in the culture and a wbc count of 612/mm3. The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 1500 mg twice a week for three weeks and ip cefepime at 1000 mg daily for three weeks to address the infection. The patient¿s pd catheter (not a fresenius product) was removed in an outpatient procedure in (B)(6) 2025 (exact date unknown) as the patient was transitioned to in-center hemodialysis (hd) for renal replacement therapy. The patient recovered from this event as she remains asymptomatic upon completion of antibiotics. It was confirmed that the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient will resume ccpd therapy on the same liberty select cycler after her pd catheter is replaced in an outpatient procedure scheduled for (B)(6) 2025.